Event description:
The customer reported that during a gastrectomy, the blade of the device became stuck while in use, and was protruding from the jaws of the device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.